Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 420 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod for a new pod. The ketones were mild.

Manufacturer narrative:
The device was observed to be in the fully deployed position. The device was reset using the lock & load fixture and was manually deployed successfully. The device generated a 0x6a alarm, indicating that an occlusion was detected. No timeouts or drive stalls were seen in the device data. The soft cannula was observed to be kinked. It could not be determined when the kink occurred. Though the soft cannula was kinked, fluid was still able to exit the distal tip of the soft cannula. It could not be determine whether the kink in the soft cannula contributed to the hazard alarm. No issues were found with the needle mechanism that could cause a needle mechanism failure.